Event description:
Livanova deutschland received a report that the main motor of a scpc stopped spinning. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the scpc. The incident occurred in (B)(6) texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11 the livanova field service engineer reported that the hospital¿s biomedical technician was able to identify the issue as a defective drive. Therefore, it was replaced, solving the problem. A review of the device service history confirmed that no previous reports of similar events have been identified. Furthermore, an analysis of historical complaints did not reveal any trends associated with this type of failure. Based on the information gathered, the root cause of the reported event has been attributed to a faulty drive. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.